Event description:
The pt had reported in 2004 that they never received the replacement meter that was sent to them one month ago and due to this, they had to go to the hospital. Medical affairs specialist called and left a message for the pt the following month, to obtain further information. There was no response regarding that call. A letter will be sent to pt. Based on the initial information provided, this case is reported as an adverse event. The replacement meter package was sent to the courier location. It is unknown as to why the package was not delivered to the pt's address. They had reported that since they did not have a meter to test on (their original meter had a power issue), they had to go to the hospital because they took too much insulin. They had guessed as to what their blood glucose level was. It appears that the pt was on a sliding scale for their insulin dosage. They were also experiencing high blood glucose symptoms - vomiting, very thirsty, and were using the restroom frequently. It is unknown as to how long they had been experiencing the high symptoms. The blood glucose result at the hospital was "over 500" and it dropped down to 58 mg/dl since they had guessed on the insulin dosage and taken too much. This reflects a serious injury. The courier personnel, was also going to contact the pt to discuss the redelivery of the package. This case is reported as an adverse event since the pt suffered a serious injury because they had to guess at how much insulin to take due to not having a functional meter to test on.